Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon part was found to be exposed out from the protective hoop when the device was taken out from the sterile package and not detached as what was previously reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 6.0 x 40, 40cm mustang¿ balloon catheter was selected for dilatation. However upon taking the device out of the sterile packaging, the balloon part came out from the tube. The device was not used and the procedure was completed with a different balloon. No patient complications were reported.